Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous left anterior descending artery. The lesion was predilated and the physician advanced a taxus express2 2.75x24mm drug eluting stent but was unable to cross the lesion. The lesion was dilated once again and when the physician attempted to insert the taxus express2 stent, it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
As no devices was received for analysis, is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. Review and analysis of all available information fails to indicate a root cause. Therefore, the most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.